Event description:
Same as medwatch 3001743903-2012-00069. The pt was admitted for re-do aortic valve replacement surgery due to aortic stenosis and an elevated gradient, enlargement of the aortic annulus with a pericardial patch and CABG x2. The 23 mm sjm tissue valve was explanted and replaced with this 23 mm sjm tissue valve. As the pt's chest was about to be closed, he developed an acute onset of right ventricular dysfunction with hypotension and bradycardia. The pt was given additional intravenous doses of epinephrine and an intra-aortic balloon pump was placed via the right femoral artery. Despite this, the pt did not recover adequately and was placed back on bypass until stable.